Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field indicated there was no period of asystole of greater than two seconds of the patient. Again, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Overall, analysis was unable to confirm the allegations made against the device.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this pacemaker was oversensing noise which led to pacing inhibition with an unknown duration of asystole. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.